Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when they have the therapy on or not on, the stimulation hurts all the way down to their rectum. Patient stated they first noticed this pain right after they got the device put in. Patient also stated that it hurts to walk. Agent reviewed therapy information; general programming guidance and stimulation expectations with the patient. Patient was able to successfully connect to implant and decrease stimulation to a comfortable level they can tolerate. Patient mentioned they were told the device would help them with both bladder and bowel symptoms and they've seen a change in their bowel but not their bladder symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has an appointment with hcp next monday, (B)(6) 2025.on 2025-may-19, additional information was received from the hcp. They clarified that by "when they have the therapy on or not on, the stimulation hurts all the way down to their rectum" they mean a program/intensity concern. The most likely cause of the patient feeling stimulation when the therapy was off was possibly due to their fall the previous week. As resolution, the intensity was decreased from 1.1 to 0.8. They shared the report on the hcp office visit that occurred on (B)(6) 2025. They reported that they have symptoms that are most in line with urinary urge incontinence/overactive bladder. Although they have symptoms of stress urinary incontinence, they were most bothered with frequency/urgency. Fecal incontinence frequency improved but not urinary urge incontinence, still 9 bpd. The device was decreased from program 1 at 1.1 to program 1 at 0.8 due to back and left lower extremity pain. They also reported that they fell last week and hit their back. Had blood. They encouraged to call the manufacturing representative (rep) or manufacturer for any concerns. They will return to clinic in 1 month for their appointment.